Manufacturer narrative:
The reported complaint of the thermogard ivtm console (serial #(B)(4) displayed intermittent "tcm ID:02" (ce danfoss error) error message was confirmed during the functional testing and the event log review. The root cause of tcm ID:02 error was due to a defective danfoss module and wire harness between pic16 and cooling engine likely as results of normal wear and tear. The thermogard xp system was manufatured in january 2011 and is 10 years old, past its service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed occurrence of tcmid:02 error on the reported event date, thus confirming the reported complaint. The system failed initial functional testing due to tcmid:02 error message. The root cause of tcmid:02 error was due to a defectiv defective danfoss module and wire harness between pic16 and cooling engine. The defective danfoss module and wire harness assembly were replaced to address the reported tcmid:02 error. Upon further functional testing, unrelated to the reported complaint, a defective coolant pump was found. There was no circulation of coolant was observed, likely due to normal wear and tear. To remedy the issue, the coolant pump was replaced. After service and upon parts replacement, the thermogard console passed all tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4) .

Event description:
During device check, the thermogard xp system (serial #(B)(4) ) displayed "tcm ID:02" (ce danfoss error). The error message was cleared after restarting the system, however, the tcmid:02 error message was intermittent. No patient involvement.